Manufacturer narrative:
This is 2 of 2 reports. Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the patient left carotid cutdown due to small femoral access and small, calcified section in the distal aorta. The left carotid cutdown was uneventful. A 14 fr esheath+ inserted without difficulty. The 26 mm sapien 3 ultra valve and commander delivery system prepped per IFU. No defects were noted on any edwards devices prior to insertion. Rapid pacing was initiated; systolic bp < 50mmhg. The valve deployed, final deployment was 40:60. Aortic insufficiency (ai) was noted during aortography. The patient became unstable, and CPR was started due to no wall motion noted on echo, and a large jet of ai was also noted. The team decided to implant a second valve with a higher implant to ensure proper anchoring of the first valve, as well as to ensure no ai. A second valve 26 mm sapien 3 ultra valve and commander delivery system were prepped per IFU, +1 ml per physician's verbal order. A second valve was implanted without difficulty. During valve deployment, the commander balloon ruptured, and blood was noted in the atrion syringe. The delivery system was unable to be removed safely, so the carotid cutdown was enlarged by the CT surgeon. Per surgeon, a carotid dissection was noted, and the delivery balloon was removed intact. Photos taken. Device discarded by staff. The carotid was repaired, and the patient was transported to cvicu in stable condition. Post tee gradient was 3 mmhg, and no ai was noted on the final aortography. Images of both valve deployments and ruptured commander balloon received.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as the event description stated that 'during valve deployment, the commander balloon ruptured'. 'Patient had calcified section in the distal aorta'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through vasculature was confirmed based on product provided imagery of balloon burst. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the patient vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.